Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump audio was not working as well as buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and customer reported that they were having trouble to hearing beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The audio tone/beep functioned properly. (B)(4).